Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy, while performing the takedown of the uterus, a quarter of the active blade broke off and fell into the patient. The doctor performed x-rays and suction but wasn't able to find the broken active blade piece. A second like device was used to complete the procedure. There were no patient consequences reported.